Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 30 occurred. The cartridge was changed to resolve the issue. Additionally, it was reported that the customer experienced a low blood glucose level of 50 mg/dl. No further information was obtained as customer declined troubleshooting for this issue with tandem technical support.